Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, pt reported she just did not know if the insulin was being delivered when she bolused. She stated that for the past 6 months she has noticed difficulties with elevated readings ranging from 400 - 450 mg/dl. Pt reported she noticed they are occurring during the early morning hours. She said she will go to bed in the 100's mg/dl and in the morning her readings are high and she is experiencing nausea. Pt reported she knows what to do with the high readings. She stated she has been correcting the highs by bolusing. Pt reported the infusion device has not given any error messages to indicate a malfunction. Assisted pt in how to check the history of the boluses and daily totals. Offered to continue troubleshooting but she declined. She said she thinks it may be time to adjust her basal rates and/or adjust her insertion area. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.